Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, vomiting and turbid (cloudy) pd effluent. The cause of and the treatment for the peritonitis were not reported. On the same day as onset, the patient was admitted to the hospital. At the time of this report, the patient was recovering from the peritonitis event and physioneal therapy was ongoing. No additional information is available.